Manufacturer narrative:
No add'l info has been received. Pt files and x-rays are not available for review. If add'l info is received, a follow up report will be file.

Event description:
On or about (B)(6), 2011, stryker received a personal injury lawsuit alleging that on (B)(6)2009, the pt was admitted to (B)(6) hospital to undergo total left knee replacement surgery using stryker navigation ii system. While utilizing an unk power drill with an attached unk drill bit, the bit broke off while the doctor was boring a hole in to the bone around the left knee. The drill bit was not removed and the operation was completed. On (B)(6) 2009, the pt underwent a revision arthroplasty femoral and tibial left knee surgery and had the broken drill bit removed. It is also alleged that the original knee components were misaligned.